Manufacturer narrative:
The sample was not returned. The lot number is unk, therefore, the device history record could not be reviewed. (B)(4). Lawyer-filed report -(B)(6).

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain and suffering and permanent injury.